Manufacturer narrative:
Lot kjdy (1): manufacture date 23 december 2019. Device returned 27 october 2022. Lot nxjh (2): manufacture date 25 march 2021. Device returned 20 february 2023.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures three instance of intraoperative everest mi provisional split driver jamming.

Manufacturer narrative:
Lot kjdy (1): manufacture date 23 december 2019. Device returned 27 october 2022. Lot nxjh (2): device returned 20 february 2023.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures three instance of intraoperative everest mi provisional split driver jamming.

Event description:
This record is a consolidation of q4 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures three instance of intraoperative everest mi provisional split driver jamming.

Manufacturer narrative:
Lot kjdy (1): manufacture date 23 december 2019. Device returned 27 october 2022. Lot unknown (2): device not returned.